Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was being treated with heparin. The cause of the peritonitis was not reported and outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.